Manufacturer narrative:
Block b3: exact date unknown, event occurred five days prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7174031, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7171700, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 38032597, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection around the incision site in which caused pain, redness and swelling at the infected area. The patient was admitted to the hospital and was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility due to device contamination. No further information has been obtained. Culture was taken and result was methicillin-sensitive staphylococcus aureus (mssa).